Event description:
It was reported that the pt had good hearing performance but the wound from the implantation surgery was unable to heal and was at times infected. The pt was explanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.